Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. The reported device has been received and evaluation is pending. If any additional relevant information is identified following completion of the device analysis, the additional relevant information will be submitted in a supplemental report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report from the (B)(6), stating, two of three introducers used during rf procedure had insulation roll up, exposing a larger area of the silver introducer. The doctor experienced some difficulty passing the introducer through the si ligament. There was no patient injury reported. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).